Manufacturer narrative:
The device was received and the exposed soft cannula of the received pod was found to be kinked. During leak test, fluid was found leaking through a tear on the exposed soft cannula where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of inulin delivery. There was no evidence of blood on the received device. No damages or manufacturing deficiencies were observed on formed needle and bottom housing that would cause bleeding or bruising at the infusion site.

Event description:
It was reported the patient's blood glucose level reached 442 mg/dl. The pod was worn between 24 and 36 hours on the hip/buttocks. Hyperglycemia treated by applying a new pod.